Event description:
It was reported that the insulin gauge was inaccurate. Reportedly, the customer did not perform the air removal step. There was no adverse impact to the customer¿s blood glucose level. Customer was educated to remove air from the cartridge before filling, loaded a new cartridge following guided steps, and decided to monitor and follow up if further issues arise.